Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity and head/brain injury. It was reported that the caller (hcp) stated that the patient's pump was close to the end of service. The caller stated that they had taken the patient over to determine whether or not they needed to replace the catheter and the device or just turn off the device entirely, which the patient opted to try. The caller stated they thought the patient's catheter was occluded and had been for some time.